Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? Not known. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? The surgeon is unreachable due to maternity leave. Can specific patient demographics be provided for each of the subjects of this article? Not known. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a lichtenstein hernioplasty/ inguinal hernia repair procedure on unknown date between (B)(6) 2011 and (B)(6) 2012 and the mesh was implanted. Following the procedure, the patient possibly experienced pain during different activities at three-year follow-up, chronic pain and/or pain at the operation site which influenced daily activities. The patient possibly used analgesics for inguinal pain or for groin pain and/or experienced the feeling of a foreign body in the inguinal region at 6-month follow-up or developed it by the third postoperative year. No further information is available.